Event description:
It was reported that a user attempted to use an fsl3+ sensor with the ilet after starting that sensor in the freestyle mobile application, which prevented pairing with the ilet because the sensor was already in use by another device. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health and no alerts or alarms from the ilet. Investigation included customer support troubleshooting and education. Investigation of this case revealed correct device behavior given the sensor¿s prior pairing with a non-ilet application. It was concluded that the event was due to use error related to starting the sensor on an incompatible platform, and the user was advised to start a new sensor for use with the ilet.